Event description:
Healthcare professional (hcp) reports a fiber leak noted at the onset of treatment on an unknown reuse number noted by a blood leak alarm, visible blood in the dialysate lines and confirmed with hemastix. Treatment was continued with new disposables without incident. Estimated blood loss was 250cc. No pt injury or medical intervention reported.